Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that a review of the provided journal article reported a patient received a blood transfusion after a tka. However, without the requested patient specific clinical information to assist with a clinical investigation a thorough medical investigation cannot be rendered. In addition, the patient's current condition nor the impact to the patient be cannot be determined. No further medical assessment can be rendered at this time. Should any additional medical information be provided this complaint would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes could include extended operation time or increased intraoperative blood loss. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
In a scientific publication, klasan et al, 2019, "advanced age is not a barrier to total knee arthroplasty: a detailed analysis of outcomes and complications in an elderly cohort compared with average age total knee arthroplasty patients" it was reported that 82 patients from the elderly cohort and 32 patients from the matched cohort received blood transfusion after the surgery. This study involved genesis ii, journey and competitor devices, no relationship between the devices and the patient could be performed with the available information.